Manufacturer narrative:
The baxter technician found the patient control board needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient control board to resolve the reported event. Based on this information, no further action is required.

Event description:
On 14-oct-2025, a customer contacted technical service to report that affinity 4 bed frame (product code p3700e000013, serial number (B)(6), had head articulation going up by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.